Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they had a lost sensor alarm. Customer was hospitalized as a result of low blood glucose levels. Customer advised they would like someone to come to their house and make sure the insulin pump is functioning properly. Customer was in a car accident while wearing the insulin pump and experienced low blood glucose.